Manufacturer narrative:
(B)(4). Evaluation summary: the condition of depleted battery was confirmed. The battery were replaced due to potential damage. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-(B)(4).

Event description:
The facility representative reported a battery issue. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.